Manufacturer narrative:
(B)(4). Corrections: section b4: date of this report field updated. Section h6: adverse event problem coding updated. Method: the subject rt330 optiflow tubing kit was received at our fisher & paykel (f&p) healthcare regional office in japan where it was visually inspected by a trained f&p service technician. The subject device was then returned to f&p healthcare in new zealand for investigation, where it was visually inspected and performance tested. Our investigation is thus based on the information provided by the f&p healthcare service technician, the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device at our f&p healthcare regional office in japan observed a slight crack on the tube near the connection point. Visual inspection of the returned device to f&p healthcare new zealand confirmed that there was a cosmetic defect on the outer tube. Leak testing of the subject device was performed and confirmed that the rt330 optiflow tubing kit was within leak specifications. Conclusion: our investigation was unable to confirm the cracked tubing, and was unable to determine the exact cause of the observed damage. Our user instructions that accompany the rt330 optiflow tubing kit show in pictorial format the correct set-up of the circuit and states the following: - do not soak, wash, or sterilise this product. Avoid contact with chemicals, cleaning agents, or hand sanitisers. - visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
During device evaluation of an rt330 optiflow tubing kit at our fisher & paykel (f&p) healthcare regional office in japan, it was found that there was a crack observed on the tubing. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Event description:
During device evaluation of an rt330 optiflow tubing kit at our fisher & paykel (f&p) healthcare regional office in japan, it was found that there was a crack observed on the tubing. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.